Event description:
On feb 12, 2003, kmi was notified of the explant of a size 10mm subtalar m.b.a. To address pain reported by the patient. The primary surgeon indicated the device was an incorrect size.